Event description:
It was reported the gastrointestinal videoscope was reprocessed in disinfectant that been in use for 24 days and had been used 30 times. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause of the event could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. ·labeling: the IFU warns against improper reprocessing, stating that "inadequate reprocessing of endoscopes and accessories may result in infection of patients or surgeons who touch them. Olympus will continue to monitor field performance for this device.